Event description:
It was stated that the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface board. Unable to verify any alarms due to the blank display.